Event description:
A user facility biomedical technician (biomed) reported that the rotor sleeve came off the blood pump of a 2008t machine, causing a cut through the (non-fresenius brand) bloodlines during a patient¿s hemodialysis (hd) treatment and a blood leak to occur. A user facility patient care technician (pct) confirmed the reported event during follow-up. The pct stated that the event occurred approximately 30 minutes after the initiation of the patient¿s treatment and the machine did provide air detected alarms to alert the staff to the issue. The pct stated that the issue was discovered when it was visually observed by the medical staff. There was no defect or damage noted to the bloodlines prior to the occurrence of this issue. The pct stated that the bloodlines appeared to have been cut by the machine. The patient¿s estimated blood loss (ebl) was approximately 250 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient successfully completed treatment on a different machine with new supplies. The biomed stated that the blood pump rotor will be replaced to resolve the reported issue. The machine will be returned to service once the replacement part is installed. The complaint device is available to be returned for physical evaluation by the manufacturer.

Manufacturer narrative:
Correction: the fu#2 g3 date was incorrectly documented as 08/10/2023. The correct g3 date is 08/11/2023. Plant investigation: the blood pump rotor was returned to the manufacturer for physical evaluation. The rotor was returned with the rotor cover detached from the rotor assembly. The adhesive that mounts the rotor cover to the rotor assembly has worn out. The rotor had missing sleeves (guide sheaves) on both rear guide pins. An inspection on both rear guide pins has signs of debris and wear markings. There are no other discrepancies with the rotor assembly. The returned rotor was installed onto the blood pump module of a test machine for testing. A patient test was performed with fresenius¿s combiset bloodline and water in dialysis (blood pump rate set at 450 ml/min) for 2 hours. The rotor did not damage the bloodline and there were no fluid leaks nor alarms during testing. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The reported fluid leak event could not be confirmed as it could not be duplicated during physical evaluation.

Event description:
A user facility biomedical technician (biomed) reported that the rotor sleeve came off the blood pump of a 2008t machine, causing a cut through the (non-fresenius brand) bloodlines during a patient¿s hemodialysis (hd) treatment and a blood leak to occur. A user facility patient care technician (pct) confirmed the reported event during follow-up. The pct stated that the event occurred approximately 30 minutes after the initiation of the patient¿s treatment and the machine did provide air detected alarms to alert the staff to the issue. The pct stated that the issue was discovered when it was visually observed by the medical staff. There was no defect or damage noted to the bloodlines prior to the occurrence of this issue. The pct stated that the bloodlines appeared to have been cut by the machine. The patient¿s estimated blood loss (ebl) was approximately 250 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient successfully completed treatment on a different machine with new supplies. The biomed stated that the blood pump rotor will be replaced to resolve the reported issue. The machine will be returned to service once the replacement part is installed. The complaint device is available to be returned for physical evaluation by the manufacturer.

Manufacturer narrative:
Additional information d9, h3, and h6. Plant investigation: the blood pump rotor was returned to the manufacturer for physical evaluation. The rotor was returned with the rotor cover detached from the rotor assembly. The adhesive that mounts the rotor cover to the rotor assembly has worn out. The rotor had missing sleeves (guide sheaves) on both rear guide pins. An inspection on both rear guide pins has signs of debris and wear markings. There are no other discrepancies with the rotor assembly. The returned rotor was installed onto the blood pump module of a test machine for testing. A patient test was performed with fresenius¿s combiset bloodline and water in dialysis (blood pump rate set at 450 ml/min) for 2 hours. The rotor did not damage the bloodline and there were no fluid leaks nor alarms during testing. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The reported fluid leak event could not be confirmed as it could not be duplicated during physical evaluation.

Manufacturer narrative:
Correction g3. Plant investigation: the blood pump rotor was returned to the manufacturer for physical evaluation. The rotor was returned with the rotor cover detached from the rotor assembly. The adhesive that mounts the rotor cover to the rotor assembly has worn out. The rotor had missing sleeves (guide sheaves) on both rear guide pins. An inspection on both rear guide pins has signs of debris and wear markings. There are no other discrepancies with the rotor assembly. The returned rotor was installed onto the blood pump module of a test machine for testing. A patient test was performed with fresenius¿s combiset bloodline and water in dialysis (blood pump rate set at 450 ml/min) for 2 hours. The rotor did not damage the bloodline and there were no fluid leaks nor alarms during testing. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The reported fluid leak event could not be confirmed as it could not be duplicated during physical evaluation.

Event description:
A user facility biomedical technician (biomed) reported that the rotor sleeve came off the blood pump of a 2008t machine, causing a cut through the (non-fresenius brand) bloodlines during a patient¿s hemodialysis (hd) treatment and a blood leak to occur. A user facility patient care technician (pct) confirmed the reported event during follow-up. The pct stated that the event occurred approximately 30 minutes after the initiation of the patient¿s treatment and the machine did provide air detected alarms to alert the staff to the issue. The pct stated that the issue was discovered when it was visually observed by the medical staff. There was no defect or damage noted to the bloodlines prior to the occurrence of this issue. The pct stated that the bloodlines appeared to have been cut by the machine. The patient¿s estimated blood loss (ebl) was approximately 250 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient successfully completed treatment on a different machine with new supplies. The biomed stated that the blood pump rotor will be replaced to resolve the reported issue. The machine will be returned to service once the replacement part is installed. The complaint device is available to be returned for physical evaluation by the manufacturer.

Manufacturer narrative:
Additional information d9 and h3. Plant investigation: no parts were returned to the manufacturer for physical evaluation. However, an on-site evaluation was performed by a biomedical technician (bmet). To resolve the reported issue, the bmet replaced the blood pump rotor on the machine. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to confirm the reported failure mode. During the machine inspection, the bmet identified a rotor sleeve that came off the blood pump, causing a cut through the bloodlines and a blood leak. Therefore, the complaint event was confirmed.

Event description:
A user facility biomedical technician (biomed) reported that the rotor sleeve came off the blood pump of a 2008t machine, causing a cut through the (non-fresenius brand) bloodlines during a patient¿s hemodialysis (hd) treatment and a blood leak to occur. A user facility patient care technician (pct) confirmed the reported event during follow-up. The pct stated that the event occurred approximately 30 minutes after the initiation of the patient¿s treatment and the machine did provide air detected alarms to alert the staff to the issue. The pct stated that the issue was discovered when it was visually observed by the medical staff. There was no defect or damage noted to the bloodlines prior to the occurrence of this issue. The pct stated that the bloodlines appeared to have been cut by the machine. The patient¿s estimated blood loss (ebl) was approximately 250 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient successfully completed treatment on a different machine with new supplies. The biomed stated that the blood pump rotor will be replaced to resolve the reported issue. The machine will be returned to service once the replacement part is installed. The complaint device is available to be returned for physical evaluation by the manufacturer.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported that the rotor sleeve came off the blood pump of a 2008t machine, causing a cut through the (non-fresenius brand) bloodlines during a patient¿s hemodialysis (hd) treatment and a blood leak to occur. A user facility patient care technician (pct) confirmed the reported event during follow-up. The pct stated that the event occurred approximately 30 minutes after the initiation of the patient¿s treatment and the machine did provide air detected alarms to alert the staff to the issue. The pct stated that the issue was discovered when it was visually observed by the medical staff. There was no defect or damage noted to the bloodlines prior to the occurrence of this issue. The pct stated that the bloodlines appeared to have been cut by the machine. The patient¿s estimated blood loss (ebl) was approximately 250 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient successfully completed treatment on a different machine with new supplies. The biomed stated that the blood pump rotor will be replaced to resolve the reported issue. The machine will be returned to service once the replacement part is installed. The complaint device is available to be returned for physical evaluation by the manufacturer.